Manufacturer narrative:
The reported associated product was not returned. A piece of another lens model optic (1/3) with a haptic was returned in a small plastic bag labelled for this complaint. The returned lens portion does not match the reported iol. The hospital could not provide any clarifying information for the small lens portion and haptic that were returned. Product evaluation will not be updated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The initial reporter said that there is a possibility that the patient can make a complaint with scratched iol in his eye, but no report has been made.

Manufacturer narrative:
Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. The associated lens is qualified for use with the cartridge. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported lens damage. The cartridge was not returned for evaluation. The lens remains implanted. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot number; two from the same facility. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) scratched due to an unknown substance on the cartridge during the procedure. The scratched iol is noticed by the patient, but it is unknown if the patient's vision is affected.